Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) device exhibited an increase in left ventricular (lv) lead pace impedance measurements from 1200 ohms to greater than 3000 ohms, which is high out of range. The lv lead is not a boston scientific product. In response, lv lead vector programming was changed. The products remain in-service. No patient symptoms or adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) device exhibited an increase in left ventricular (lv) lead pace impedance measurements from 1200 ohms to greater than 3000 ohms, which is high out of range. The lv lead is not a boston scientific product. In response, lv lead vector programming was changed. The products remain in-service. No patient symptoms or adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) device exhibited an increase in left ventricular (lv) lead pace impedance measurements from 1200 ohms to greater than 3000 ohms, which is high out of range. The lv lead is not a boston scientific product. In response, lv lead vector programming was changed. The products remain in-service. No patient symptoms or adverse patient effects were reported. Additional information was received that the lv lead is exhibiting high threshold measurements in all vectors. The best vector including the lead tip has high out of range pace impedance measurements of 3000 ohms, but the sensing and threshold measurements are appropriate. The lv lead is not a boston scientific product. Boston scientific technical services (ts) provided guidance to speak with the following physician. Ts noted they do not know the normal pace impedance range for this non-boston scientific lv lead and stated it will make follow-up for any changes challenging because the impedance will always be out of range. Ts stated that if the lead is able to capture and sense, that is what matters. The products remain in-service. No patient symptoms or adverse patient effects were reported.